Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon evaluation, it was discovered that the battery back had one or more dead cells. The root cause of the dead cells cannot be positively identified. Once the cells were replaced, the battery was fully functional. No adverse event resulted from the defective battery. The pt received a replacement battery.

Event description:
The patient services representative (psr) assisting a (B)(6) male patient contacted zoll lifecor customer support service about an issue unrelated to this reportable event, and it was discovered that his battery pack was not holding a charge. The patient was provided with a battery pack.